Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was heart failure. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 40 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing at the time of admission. The customer was not using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Device received with (B)(4) alkaline battery installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had intermittent button response on the esc, act and the down arrow buttons due to flattened dome switches (no crease). No button error alarm noted. Device had chipped paint on the keypad overlay graphics layer, minor scratched display window, missing address/serial number label, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: (date of customer passing: 05/10/2019.) The formatted history file lists: 01/01/12 00:00:00 alarm #21; 01/01/12 00:00:53 clear alarm event; 01/01/12 23:33:01 time format set to 12-hour.; 01/01/12 23:33:44 time/date change, old value: 01/01/12 23:33:12; there was no data for may 2019.